Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing an issue where the nurse was unable to log in using the fingerprint. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred because the user account was locked in the identity server. A technical support specialist remotely accessed the station and analyzed the med app logs, which showed an error indicating that the user account was already locked. The nurse was advised to reach out to the health information technology team for account unlocking. The nurse acknowledged the instructions, and customer gave permission for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing an issue where the nurse was unable to log in using the fingerprint. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.